Manufacturer narrative:
The reported event is confirmed, use related. A potential cause of the failure is patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. A DHR/bh review is not required as the reported event is use related. Based on the results of the investigation, no additional action is required at this time. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient used the purewick female external catheter in the hospital. The patient experienced urinary tract infection due to fecal incontinence. It was unknown what medical intervention was provided for the urinary tract infection. Per additional information received on 29mar2022, the patient could not use the purewick female external catheter because they had bowel incontinence. The purewick female external catheter was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient used the purewick female external catheter in the hospital. The patient experienced urinary tract infection due to fecal incontinence. It was unknown what medical intervention was provided for the urinary tract infection. Per additional information received on 29mar2022, the patient could not use the purewick female external catheter because they had bowel incontinence. The purewick female external catheter was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient used the purewick female external catheter in the hospital. The patient experienced urinary tract infection due to fecal incontinence. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event is confirmed use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "patient has fecal incontinence and is unaware of their condition or the restrictions of use." A DHR review was not required because the investigation was confirmed - use related. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "maintenance: replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used the purewick female external catheter in the hospital. The patient experienced urinary tract infection due to fecal incontinence. It was unknown what medical intervention was provided for the urinary tract infection. Per additional information received on 29mar2022, the patient could not use the purewick female external catheter because they had bowel incontinence. The purewick female external catheter was returned.